Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown. It was unknown if the patient was hospitalized prior to death and it was not reported if an autopsy was performed. It was unknown if therapy was ongoing up until the time of death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.